Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was moderately calcified and severely tortuous in the distal left anterior descending artery. On the first inflation, a 2.0 x 15 mm apex monorail balloon catheter was inflated for a few seconds and ruptured at 10 atmospheres. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with another of the same device. The pt status is listed as "no problem" with no complications reported. This device is only ous approved but, is similar to marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.